Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) during an unknown cycle of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. It was not reported if the technical service representative was able to troubleshoot. There was no patient injury or medical intervention associated with this event. No additional information is available.